Event description:
It was reported that patient experienced an infection at the ipg pocket site. Patient was treated with antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A suspected infection at patient¿s ipg site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.